Event description:
It was reported that the patient developed an infection. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the full lead was returned in segments to the manufacturer and analyzed. No anomalies were found. The proximal conductor was stretched and distorted. All conductors had blood/body fluid (not obstructed). The inner insulation and inner tubing were kinked/buckled. There was blood in/on the helix/lobe mechanism and the helix/lobe was distorted and bent. The lead was stretched and had apparent explant damage. (B)(4) - the partial lead was returned in segments to the manufacturer and analyzed. No anomalies were found. The proximal conductor was stretched and distorted. All conductors had blood/body fluid (not obstructed). The inner insulation and inner tubing were kinked/buckled. The inner insulation was torn and had a breached cut. The outer insulation had cosmetic and breached cuts, and cosmetic depression. There was blood in/on the helix/lobe mechanism and the helix/lobe was distorted and bent. The lead was stretched and had apparent explant damage.